Event description:
The covidien rep in (B)(4) received a report from a customer that stated "after one or two weeks the unit became red." "This is due to the lost of the surface layer covering the tube so the red of the raw plastic material became visible." "When the red appeared, the pt decided to change the unit with new one." No injuries. The tube has been discarded.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. The tube was discarded and, therefore, unavailable for failure investigation. There is no red material used in the manufacturing of this device. Attempts are being made to contact the customer in italy to obtain further info and/or clarification of the report. If new or significant info is obtained a supplemental report will be submitted.